Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer had a high blood glucose event of 417 mg/dl due to a battery out limit alarm. The customer treated with the insulin pump. The customer was not able to bolus with breakfast and ended up in the ER; she was not treated at the hospital because the staff only reset her insulin pump. The customer got the battery out limit alarm cleared and the insulin pump was working. The customer was assisted with reprogramming the time and date. No products were returned and a replacement battery cap was shipped to the customer.